Event description:
The user facility stated on the copy of the mandatory medwatch that the device was available for evaluation. A telephone call has been placed requesting the return of the device for evaluation. It was noted the distal portion of the shunt was in preperitoneal space and appeared that it came out of the pursestring suture. Ventriculoperitoneal shunt malfunction and revision. The device was implanted in 2004 with the explant and revision occurring the next day. Telephone call received from risk management; the device is available but the hospital policy will not allow the device to be removed from the device but company can send an integra representative to evaluate the device. The facility requests that the integra representative call in advance to schedule an appointment to visually inspect the device.